Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) had low vacuum alarm.

Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) states, the customer does not provide fse with any further details, customer simply sends an email requesting a technician to come and check his equipment. No abnormalities were found in its operation. The equipment did not show the defect complained by the customer, the equipment was cycling for 3 hours and everything is ok. Equipment released for use.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) had low vacuum alarm. There was no harm/injury has been reported.